Manufacturer narrative:
The technician found the siderail latch block was worn. He replaced the latch block to repair the bed.

Event description:
Information received indicates the right head siderail is not staying up in the locked position.